Event description:
The customer reported a battery issue. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a battery issue. There was no report of patient involvement. It was further clarified that the device failed to power up on battery power. The customer was sent a new battery which we will consider resolved the failure. As of (B)(4) 2012, there have been no further reports from this customer site regarding this issue.